Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) display during the prime, the home patient (hp) revealed that she disconnected the bag and put on another bag. The hp stated that she was connected. The baxter technical service representative (tsr) explained to the hp that she should wait until the hc machine tells her to connect, before connecting to the tubing. The hp stated that she understood. The tsr then assisted the hp to remove the current cassette. The hp would use new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, the hp stated that the tsr told her that she could not take a bag off and add another bag (during therapy) and that the setup was contaminated, so she had started over with all new supplies. The hp was able to resume therapy successfully after starting over with new supplies. There was no patient injury or medical intervention reported.